Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported right side "signs of capsular contracture", "rupture sign", "small seroma, more evident on the left, unspecific, but usually related to silicone-induced granuloma" and "double ecogenic lines, isolated and radial, compatible with folds of the elastomer, and bilaterally multiple ecogenic linear areas arranged in "stair steps" and thin internal debris." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late and rupture.

Event description:
Healthcare professional reported right side "signs of capsular contracture", "rupture sign", "small seroma, more evident on the left, unspecific, but usually related to silicone-induced granuloma" and "double ecogenic lines, isolated and radial, compatible with folds of the elastomer, and bilaterally multiple ecogenic linear areas arranged in "stair steps" and thin internal debris." The device has been explanted.